Event description:
Pt's mother reported about 2 weeks ago while trying to infuse hizentra the freedom pump stopped working. They tried to reload the spring but nothing would happen. Pt's mother reported pt missed that infusion and is about 2 weeks behind on dose. Pt's mother also reported pt has a staph infection on their foot. Pt was given unspecified oral and topical antibiotics, as well as unspecified steroids. Date of onset unknown. Pt's mother states infection is resolving. Ump serial number provided: (B)(6), expiration provided 12/01/2026. No further information, details or dates available. Product lot and expiration unknown. Md is not aware. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.